Event description:
3 devices fell apart. Doctor was stuck with the needle when it broke.

Manufacturer narrative:
No sample or images were available for evaluation. However, due to this issue being reported numerous times for this part, the complaint was confirmed. CAPA 21-001 was initiated to mitigate locking tab breakage on the supercore device. The design of part 3-01-01-196 locking tabs have been improved to require significant increase in pull force to remove the snap fit cap from the snap fit housing. The change was completed (B)(6) 2021. The affected lot was built with locking tabs manufactured prior to the implementation of the CAPA.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
3 devices fell apart. Doctor was stuck with the needle when it broke.